Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi. Device download was performed successfully. When routine capacitor maintenance was performed after restoring device normal function, charge time-out was noted. External defibrillation was given during charging. Permanent device damage was suspected. Device was explanted and replaced successfully without adverse consequences to the patient. Patient's condition was good.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory via review of the device image and was believed to be caused by external defibrillation. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and a damaged hybrid was found to be the cause of the reported extended charge time.